Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a clear whitish piece of string or wire approximately 2 inches long was discovered when removing the balloon catheter from the sheath. There was no deformity or issues with the balloon catheter, mapping catheter, and/or sheath. It was discussed that the specimen could be debris from the table or part of the suture. The case was completed with cryo. No patient complications have been reported as a result of this event.